Manufacturer narrative:
B1 and h6 were updated.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable inr result with coaguchek xs meter serial number (B)(4). The result from the meter at 6:48 a.m. Was 2.3 inr. The result from the laboratory at 9:00 a.m. Was 3.2 inr. The patients therapeutic range is 2.0-3.0 inr.